Event description:
As reported by the patient's attorney, an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient suffered pain due to eroded mesh and needed additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml9041405, could not be matched to the reported device. Therefore, the lot expiration and device manufactured dates are unknown at this time.